Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed; any add'l info will be reported in a supplemental report.

Event description:
The customer reports via our sales rep, that the thread was loose and the lip could not be moved outwards. She further reports that the surgery was finished with slight delay using a different pin.